Manufacturer narrative:
Section h6 updated. A11 in previous report was added inherently instead a26 added in this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is approximate. Month and year confirmed as valid. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial#: (B)(6), product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that they are getting system problem [77] cannot continue. Please call medtronic (rm03) while charging their implanted neurostimulator. Patient stated that they would start charging the implant and it would go for 5 minutes and then the controller would shut down and they would get an orange light and a message saying system problem rm03. Patient said they would reset the controller to get another 5 minutes of charging, but by the time they got it reset, the implant would be at 50%. Patient also mentioned that half the time it would take forever to find the device. Agent had patient remove the battery pack from the controller and connect to the ac power cord. Agent had the patient reinsert the battery pack and patient confirmed that the controller powered on and that the green light was blinking. Patient confirmed controller battery at 100% and implant at 50%. Agent had the patient connect the recharger and attempt to charge the ins and patient confirmed excellent charging quality. During the call, the patient charged the ins more than 5 mins with excellent charging quality. The troubleshooting steps that were taken on the call resolved the issue. Agent advised the patient to monitor. Patient seemed to agree that the issue was resolved. Patient called back and stated that after they spoke with the last agent, they were able to recharge for like 15 minutes before the system problem rm03 code came back. Patient noted they reset the controller battery and tried again several times, but the message kept coming up. Patient stated this last time, the implant kept charging for about 12 minutes before the message came up, and the realized the recharging cord was getting burning hot. Patient stated their wife said the cord left a red spot on their back. Patient noted they got the implant up to 80%. The issue was not resolved. A request was sent to repair to replace the recharger.

Manufacturer narrative:
H3: 97755, sn (B)(6) was returned for product analysis. Analysis found worn donut. This does not impact the functionality of the recharger and no device found message was seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.